Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt weak, had chest tightness and low heart rate and was hospitalized. The physician commented that the device did not pace. The patient had not had a device check for two years. Follow up found that the device had reached elective replacement indicator (eri) almost ten months ago. The device status is unknown. No further patient complications have been reported as a result of this event.